Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had an excessive no delivery alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the excessive no delivery alarm occur only when delivering a bolus after placing a new infusion set. The troubleshooting was performed. The customer was advised to call for insertion site and explore other possibilities of other sets like silhouette. No furtther information was reported.